Event description:
It was reported that the ilet device did not charge despite being placed on the charger for several hours, with the user noting a solid green indicator on the charger, the case removed, and the screen facing upward. Symptoms included no injury or clinical effects. Outcomes included replacement supplies shipped and user education provided. Investigation included customer troubleshooting. Investigation of this case revealed a suspected charger malfunction leading to a failure to charge. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction.